Event description:
The customer stated, the device overheated. The device was left plugged in over the weekend, so there was no pt involvement, no user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device eval confirmed the hose damage. The hose was replaced and the device was returned to the user facility.